Event description:
Plate was reported broken and explanted four years post initial implantation.

Manufacturer narrative:
Investigation concluded that device met specifications. The root cause of the plate breaking is due to a lack of bone healing allowing the plate to be loaded beyond the validated load-bearing time.

Manufacturer narrative:
Investigation ongoing.

Event description:
Plate was reported broken and explanted four years post initial implantation.

Manufacturer narrative:
Section d4: serial number has been deleted as it is not present in the label; UDI related data quality updates only. Section g6: type of report changed from follow-up #1 to follow-up 2.

Event description:
Plate was reported broken and explanted four years post initial implantation.